Manufacturer narrative:
Bd did not receive samples or photos for investigation. Therefore, 10 retention tubes were visually inspected with 0 visible defects. Additionally, a draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.to ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Key factors to ensure the correct vacuum draw: ensure storage temperature is correct (4°c - 25°c). Ensure the blood collection system is assembled correctly. Ensure a discard tube is used with a blood collection set. Ensure proper needle positioning in the patient¿s vein during the venipuncture. Ensure the tube is placed centrally in the needle holder for complete puncture of the stopper.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes reported that multiple tubes from the same lot did not have sufficient vacuum. The following information was provided by the initial reporter. The customer stated: "customer reported that multiple tubes from the same lot did not have sufficient vaccum."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes reported that multiple tubes from the same lot did not have sufficient vacuum. The following information was provided by the initial reporter. The customer stated: "customer reported that multiple tubes from the same lot did not have sufficient vaccum."